Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the doghouse x-ray push button switch. The system operates as intended.